Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.